Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the scs system's implant procedure the patient experienced a dural tear. The physician repaired the tear and the patient was successfully implanted. In addition, the patient was observed for a several hours after the procedure and the patient did not present with any symptoms. A sjm representative spoke to the patient's wife the next morning and she did not mention any complications.